Event description:
It was reported that the video system center had error codes e216 and b30 scope communication error. It is unknown when the issue occurred. There were no reports of patient harm or injury associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3 should be blank it was marked unintentionally. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported e216/b30 scope communication error occurred when two 190 series scopes were cleaned with isopropyl alcohol, but no remedy was found. Troubleshooting efforts were made and issue was unresolved. The customer later called and stated they were able to isolate the issue to one specific scope and it was sent in for repair. Based on the results of the investigation, there was no malfunction reported for this specific device as stated by the customer. Olympus will continue to monitor field performance for this device.